Event description:
This study the patient underwent endovascular procedure of a lesion in the right internal carotid artery. There were mild calcification and no vessel tortuosity, and the rate of stenosis was 82%. The angioguard was delivered and precise stent placement were successful. Pre-dilatation (3mm balloon at 6 atmospheres) and post-dilatation (4.5mm balloon at 10 atmospheres) were performed with balloon catheter (brand unknown). During the procedure, after the stent was placed at the target lesion, the patient's blood pressure dropped to the value at 69mmhg (systolic blood pressure). Etilefrine hydrochloride was administered to the patient, and his blood pressure returned to normal 3 days after the procedure. According to the physician, this more likely occurred due to carotid sinus reflex. There was no neurological symptom on the patient and is out of the hospital.

Manufacturer narrative:
Additional information indicated that during the event, the angioguard was in place. The baseline/pre-procedure blood pressure was 112/58mmhg and post-procedure was 82/52mmhg. The patient was treated with aspirin, ticlopidine hydrochloride, warfarin potassium, pioglitazone hydrochloride, vogilibose, gliclazide, amlodipine besilate, atrovastatin calcium hydrate, isosorbide dinitrate, heparin sodium and etilefrine hydrochloride for hypotension. The patient's medical history consisted of cardiac infarction and (dm) diabetes mellitus. He fully recovered from hypotension 3-days after the procedure and is out of the hospital now. The product it not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is the first of two products involved with this adverse event, which is associated with mfg report #1016427-2009-00047.